Event description:
Reporter noted they were unable to clear error message. Pt had been anesthetized, prepped and draped, but no incision made; canceled case. Woke pt; transferred to another facility for surgery.